Event description:
Patient was implanted with dynagraft ii putty during posterior spinal surgery. Observed patient had a high temperature for 5 days post operatively. Note: the hospital uses some freeze dried allograft which is mixed with the putty to use as bone graft.